Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was a diffused lesion containing >45 and <90 degree bend and was located in the mildly calcified proximal left anterior descending artery (lad) extending to the mid lad. A 3.5 6f ebu guide catheter was placed. Following predilation with a semi-compliant and with a non-compliant balloon catheter, a 38 x 3.50mm taxus¿ liberté¿ long drug eluting stent was selected for use to treat the lesion. While advancing the device towards the lesion, resistance was met due to the lesion calcification. After few attempts, the device was withdrawn and the procedure was completed with a shorter stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage and a hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined it was identified that the stent struts at the proximal edge of the stent were raised and misaligned. This type of damage is consistent with the stent getting caught on an object during withdrawal from the patient. No other damage was noted with the stent. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with its shaft polymer extrusion profile. The hypotube was broken 21cm distal to the strain relief. A visual and tactile examination found that the hypotube was kinked at 0.9cm distal to the break site. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).